Event description:
This sheath was used during implant on (B)(6) 2018. When the sheath was inserted, the tortuosity of the blood vessel was severe, and the sheath got kinked. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) , japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).